Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported "feeling really low energy" and experiencing bradycardia. It was also reported that the implantable pulse generator (ipg) wasn't pacing above the lower rate setting. The ipg remains in use. No further patient complications have been reported as a result of this event.